Manufacturer narrative:
The cause of the issue was not determined without returned product investigation and sufficient clinical details, including data logs.

Manufacturer narrative:
H6. Medical device problem code was updated.

Manufacturer narrative:
D6b: explant date is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, there was a sudden drop in placement signal and suction alarm noted. Patient remained supported and an echocardiogram was done. Pump was noted to be shallow and was repositioned but the placement signal remained low (noninvasive cuff pressure was >30 points higher than placement signal on pump). Placement was in ideal position, mid ventricle, and patient was not intravascularly dry. Pump has been in for 3-4 weeks. Placement signal recalibrated on aic and suction alarm stopped and no issues have been reported since.

Manufacturer narrative:
B5: added additional information. H6: based on additional information, omitted codes e2403 and f26. Added codes e0506 and f11.

Event description:
Concern for bleeding with no obvious source. Hemoglobin (hgb) dropped from 11 to 7 since 6/20. Patient remains on bivalirudin (bival gtt) and plan for computed tomography (CT) scan to evaluate for bleeding.